Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: 0211452487, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 25-may-2020, UDI#: (B)(4). Report source: (B)(6). Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for left thumb complex regional pain syndrome (crps). It was reported that the patient could no longer feel paresthesia. There were no external contributing factors. Diagnostics/troubleshooting was performed. The impedances were checked and all contacts were above 10,000 ohms. The lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for lead nma719094h revealed the lead body conductor broken at the anchor site. All conductors are broken at 21.6 cm from the distal end. If information is provided in the future, a supplemental report will be issued.